Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was getting hot in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed evidence of a sudden drop in the vp and vm voltage resulting in a low battery warning followed by a replace battery alarm on the complaint date. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was observed inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no errors, overheating, or power loss duplicated. The pump¿s electrical current draws were found to be within specification. The pump¿s case was removed, and no evidence of moisture or loose components was observed inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. No evidence of the pump overheating was duplicated during the investigation.